Event description:
It was reported there were impedance readings greater than 40,000 ohms. Impedances were run at 1.5 volts and twice at 3 volts. The first time impedances were run at 3 volts, the values on the right column were within the normal range. The second time showed all of them greater than 40,000 ohms. The patient¿s battery reached end-of service (eos) and that the patient was going to have a battery replacement today. It was reported that normal battery depletion was the case. The caller wanted to know if she should recommend that they revise the system based on the impedances with an eos battery. The patient¿s previous appointment showed impedances were all within the normal range. The patient had mentioned that they fell in (B)(6), following the last appointment where the impedances were checked, which caused the patient to feel stimulation only on the one side. The issue corrected itself and then the patient lost stimulation due to eos. Upon follow-up, the patient had battery replacement and impedances were within normal limits. The patient was receiving good coverage.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37752, serial# (B)(4),, product type: recharger. Product ID 37746, serial# (B)(4),, product type: programmer, patient. (B)(4).